Manufacturer narrative:
The lens was not implanted, therefore not explanted. Device evaluation the device was returned to the manufacturer. Visual inspection was performed on the returned lens. The lens was observed torn. Particles were observed on the lens surface. The lens conditions suggest possible handling at surgical site. The lens was submitted to a laboratory for particles composition determination. The reported debris issue was verified. However, based on the evidence observed, it was not possible to confirm if the debris was related to manufacturing or was a result of the lens being handled by the surgery site. Ftir (fourier transform infrared) investigation results indicate the black particle is consistent with a vinyl resin containing inorganic filler such as kaolin. Vinyl resins are thermoplastic compounds which contain a vinyl group. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. A search on complaints revealed no additional investigations requested for this production order (po) number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that during handling of a ar40e 21.5 diopter intraocular lens (iol), but prior to insertion into the eye, the customer noticed debris. No further information was provided.